Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had failed battery test. The customer¿s blood glucose level was 155 mg/dl. The customer not received low battery alert prior to the off no power alert. Troubleshooting was performed for failed battery test alarm. The insulin pump will not be returned for analysis.